Event description:
Event description guidant received information that this pacemaker, which was connected to two competitive leads, had a ventricular loss of capture. In addition, several ventricular tachycardia episodes were stored on internal electrocardiograms (egm's). A review of the egm's also revealed large amplitude pacing spikes and a sensor rate of 130ppm. It has been reported that the patient with this device died; however, the cause of the death is unknown.